Event description:
On (B) (6) 2009 pt reported that insulin had spilled inside her infusion device about six months ago. She reported that about 2 units of insulin spilled inside the infusion cartridge compartment. Pt stated, there was not enough insulin inside the infusion device to pour out, but she did notice that the window of the infusion cartridge compartment was "foggy." Pt reported, she returned the piston rod and dried out the inside of the infusion cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.